Manufacturer narrative:
Pr#: (B)(4).

Event description:
The customer reported to philips healthcare that the device autotest (self check) would not complete (cannot pass through). There was no patient involvement.